Event description:
It was reported, the device won't stay on. No patient injury were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a lifted dso seal and worn uso seal. The device was visually inspected as part of the functional test and the reported issue was not duplicated. The device was powered on and left on for a few hours, the device was able to stay powered on without issues. However, during start up, the device alarmed "motor service due," and recommended resetting the motor revolutions and verified the motor was functioning properly as the large qc slug was out of specification. As a result, the motor revolutions were reset. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.